Event description:
Tampon stuck inside me- vagina [foreign body in reproductive tract]. String of a tampax pearl super+ fell off the tampon [device breakage]. String of a tampax pearl super+ fell off the tampon as I was pulling it out.. Tampon stuck inside me [complication of device removal]. Panic attack [panic attack]. Case narrative: consumer reported via email that the tampon string fell off the tampon. No serious injury was reported.

Manufacturer narrative:
There is insufficient information to perform an investigation.